Manufacturer narrative:
The insulin pump passed the functional test, including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected insulin flow blocked alarm or other pump error noted during testing, however the insulin pump was received with unexpected battery power loss and had high sleep current, problem isolated to connector.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer blood glucose level was 321 mg/dl at the time of incident and the current blood glucose level was 321 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer reported they did not contact their health care professional regarding the high blood glucose. The insulin pump was returned for analysis.